Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the consumer says the lever in the attendant operated wheel lock is broken. The consumer states it is the lever that operates both sides which would be the foot assembly.